Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat sui and pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016. Additional information: age at time of event, date of birth, brand name, common device name, model and lot #, implant date, concomitant medical products, contact office, PMA #, device manufacture date. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and ams-apogee was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient was implanted with a mesh concurrently with diagnostic laparoscopy, laparoscopic colpopexy, posterior colporrhaphy, anterior colporrhaphy, cystourethroscopy, and ureterolysis.